Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. Description of event: as reported, during an unknown procedure the "membrane" of a performer introducer was leaking. The leaking was found after the device had been inserted into the patient and the dilator had been removed. Another manufacturer's device was used to complete the procedure. There was no need for any blood products or additional treatment. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and trends. The complainant returned rcfw-14.0-38-30-rb used to cook for investigation. Physical examination of the returned device showed: one used sheath received. Sheath/check-flo was leak tested. Leakage confirmed through the silicone disc. Check-flo disassembled to find a tear in the disc. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. Before removing or inserting devices through the introducer, aspirate through the side-arm of the valve to clear the introducer, then flush with heparinized saline. Instructions for use sheath introduction 1. Upon removal from package, ensure the inner diameter (ID) of the introducer is appropriate for the maximum diameter of the instrument or catheter to be introduced. 2. Using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline. How supplied upon removal from package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded device failure contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2021: the leaking was found after the device had been inserted into the patient and the dilator had been removed. Another manufacturer's device was used to complete the procedure. There was no need for any blood products or additional treatment.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: postal code: (B)(4). PMA/510k #: k171999. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure the "membrane" of a performer introducer was leaking. It is unknown how the procedure. No adverse effects to the patient have been reported. Additional information has been requested.